Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material occurred due to insufficient drying or insufficient wiping of tap water or else from the air/water nozzle including inside the air/water channel. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was confirmed no device fragment or foreign material fell into the patient and there was no adverse outcome to the patient and procedure. Information as to when the reported phenomenon was found or occurred is unknown.

Manufacturer narrative:
This supplemental report was submitted to provide additional details for the event description. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The repair inspection confirmed the customer reported event, poor air and water supply was attributed to foreign material clogged inside the air/water nozzle at the distal end of the scope. The bending angulation is insufficient due to the elongation of the angle wire. The play of the angulation knob is out of the normal state due to the elongation of the angle wire. There are wrinkles in the insertion tube below the protective boot. The curved rubber adhesive, light guide lens adhesive and objective lens adhesive are discolored. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer gastrointestinal videoscope was returned to the olympus repair center for a reported ¿poor air and water supply¿. The customer reported problem was found during an unspecified event. During the repair inspection, foreign material was found clogged inside the air/water nozzle at the distal end of the scope. This report is being submitted to capture the foreign material was found clogged inside the air/water nozzle. No death, injury or harm was reported to olympus.